Event description:
Customer alleged chair had 2 different brake levers which the screws backed out causing the lever to drop off motor. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx si-2, serial number/date code (B)(4) is approximately 4 months of age. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the power wheelchair has two different motors that the dealer states should be identical. The consumer alleges the screws that keep the motor release from falling down too far and/or keep the motor from coming out of the gear have backed out. The consumer alleges that the one motor fell and that the chair came out of gear. The product is not being returned. The dealer/consumer have requested that new motors be shipped out for repair.